Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited impedance measurements of greater than 3000 ohms, noise, oversensing, and an inappropriate shock. A compromised lead was suspected. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
Additional information received reported that loss of rv capture was also observed. The lead had been reprogrammed. Then a revision was performed, and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.